Manufacturer narrative:
According to the reporting facility, the device is not available to be returned for evaluation. Investigation of this event is in progress. A follow-up report will be submitted upon completion of investigation.

Event description:
Reportedly, there was a spontaneous capsule rupture. The intraocular lens was removed intraoperatively and replaced with a lens of a different model and diopter. The incision was enlarged to 2.8mm and four 10.0 nylon sutures were used. A vitrectomy was performed. Additional information has been requested.

Manufacturer narrative:
According to the reporting facility, the device is not available to be returned for evaluation. The trend analysis, risk analysis, and directions for use are considered acceptable with the product performing within anticipated rates. Based on the available information provided, a root cause for the reported event could not be determined.

Event description:
Additional information was received indicating the capsular rupture occurred during rotation of the intraocular lens (iol) in the eye.